Event description:
During the implant procedure, while dissecting the chest area, the patient¿s breast implant was inadvertently nicked and ruptured. The surgeon cleaned the area, consulted a plastic surgeon, and will refer the patient for plastic surgery consultation. Patient was stable postoperatively.